Event description:
Replaced an expired sensor on my dexcom g6 unit, and noticed a bad skin burn directly under where the adhesive was that attached the sensor to my arm. FDA safety report ID # (B)(4).